Event description:
It was reported that during a morning shift check, the autopulse platform displayed a "service maintenance required" message upon power up. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/20/2014 for investigation. Investigation results as follows: the reported problem was confirmed through review of the archive data. The archive shows numerous error 139 (unable to hold compression position) codes which correlate to "system error, out of service" messages. After the error code was cleared, the platform was rebooted many times and no errors were encountered. Furthermore, the platform ran for 7 minutes with the test manikin and no problems were observed.